Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported that the patient's left knee was revised due to instability. Intra-operatively, surgeon found that the scorpio patellar component had loosened. The patellar component was removed and not replaced. The insert was removed and replaced. Rep confirmed that no further information will be released by the hospital or surgeon.